Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-18929 - device 12 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where 12 infusion sets fell off between (B)(6) 2024 during use. The infusion set has been used for 1-2 days. Patient replaced infusion sets and resumed insulin successfully. No further information was available.